Event description:
It was reported that the patient's right ventricular (rv) lead had a confirmed fracture. The rv lead exhibited high impedance, causing a polarity switch. After the lead polarity switch, a low impedance trend was confirmed. Insulation damage was noted on the first rib clavicular junction. It was further reported that the rv lead exhibited oversensing. The patient experienced muscle and nerve stimulation, and pocket stimulation with unipolar pacing, that was suggested to have been possible due to the insulation damage. Reprogramming was performed in the emergency department and the rv lead was explanted and replaced later that same day. No further patient complications have been reported as a result of this event.